Manufacturer narrative:
D4. H4: additional information. Manufacturer's investigation conclusion: the report of low speed events was confirmed through the analysis of the submitted log file. However, a specific cause for these low speed events could not be conclusively determined through this investigation. Analysis of the submitted log file also found a transient elevation in power; however, a specific cause for this elevation could not be determined. Furthermore, the report of damage to the silicone jacket of the patient¿s driveline confirmed based on the on-site evaluation by an abbott territory manager. The account reported that the patient heard an audible alarm and saw a red heart light on their controller on (B)(6) 2020 around 02:30. Upon interrogation, the account saw a series of low speed advisories. It was reported that the patient felt good since the event and no further alarms occurred. The patient presented to the clinic the morning of (B)(6) 2020 and everything seemed okay. The submitted system controller log file captured elevations in power on (B)(6) 2020 at 03:45:30. Several backup mcu faults were triggered at the same time and appeared to be caused by the sudden change in power. A specific cause for the power elevations could not be conclusively determined. On (B)(6) 2020 at 02:29:04, the pump speed dropped below the low speed limit (as low as 5380 rpm) and struggled to maintain the set speed. This low speed event was accompanied by low speed advisory alarms as well as elevated power and decreased pi values. This event occurred while the patient was supported by the power module. These low speed events, as well as the accompanied power elevations, decreased pi values, and backup mcu faults, appeared to be consistent with a potential driveline wire compromise. At 02:51:49 on (B)(6) 2020, the patient switched to battery power and the pump resumed operation at its set speed for the remainder of the log file. No additional atypical alarms were captured for the remainder of the log file. It was later reported that the patient was very active and gained a bit of weight in the past few years, but not an excessive amount. It was reported that the driveline sheath had to be reinforced with tape near its attachment to the controller due to a small tear/twist. The alarm occurred while the patient was asleep, and that no specific movement triggered the alarm. Attempts to reproduce the alarms while the patient was at the clinic were unsuccessful. The patient was given two additional batteries and an ungrounded cable. On (B)(6) 2020, a clamshell repair was performed due to a small scratch at the junction of the silicon jacket and the connector. An image of the distal end of the patient¿s driveline was submitted, showing a clamshell has been placed over the bend relief of the driveline. In addition, rescue tape was observed approximately 3¿ from the distal end of the driveline. The account reported that no additional information was provided by the territory manager. Multiple requests for additional information were sent; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Pump power and flow are addressed in the introduction of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections b2, b5, h6 (device code): additional information.

Event description:
Additional information received on 06may2020 stated that the driveline sheath hat to be reinforced by tape near its attachment to the controller due to a small tear/twist. Additional information received on 15may2020 stated that the site was waiting to perform a clamshell to repair to the patient's cable because there was a problem with the driveline and there was a small scratch at the junction of the silastic and the connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had audible red heart alarms visible on their controller. The log files showed a series of 21 low speed advisories. The patent got out of bed and plugged their controller into the batteries and remained awake for a short period of time. The alarms resolved after that and no other events occurred. The patient felt good during this time and went to the clinic the next morning with no issues.